Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon requested hardware removal instruments for (B)(6) 2018 revision of a (B)(6) 2017 instrumented case. (B)(6) 2017 case was an extension to and kati get revision, hardware fromt3-pelvis. L2 screws were skipped, hardware 455mmpre bent cocr rod broke on patients right side at l2 along with theexpedium 5.5 sfx. Surgeon removed verse screws l3-sacro iliac fully threaded sai. Surgeon stated set screws were loose in removal. Surgeon also stated that the formable vivigen was coming out like it went in patient consequence? Unknown. Action taken for procedure:surgeon revised construct removing l3-pelvis depuy revised with invasive relign screws and end to end connectors. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.